Event description:
During the procedure, when the acist was attached to the catheter and began to inject contrast into the patient, the contrast was preceded by a large air embolus. This was approximately the 3rd time that the machine would have been connected and disconnected to the patient. Contrast had been injected at least two other times during the procedure. A significant amount of intracoronary air was injected into the coronary artery. This created an air embolism which lead to hemodynamic deterioration and ventricular fibrillation. The patient was resuscitated and intervention to the coronary artery was completed. Injection of tiny air bubbles also occurred at a later date on a different patient with this same machine, at which time the machine was taken out of service.